Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had communication issue, which caused messaging services to timeout. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes & manufacturer narrative. Upon investigation of the actual device used in this incident, it was determined that the system had database purge issue. A technical support specialist (tss) messaging service was not functioning efficiently due to a large backlog in the database purge queue. The purge process was managed and monitored until the purge queue was brought back to current and normal operation was restored. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had communication issue, which caused messaging services to timeout. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d medical device catalog, unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-feb-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. No findings available at the time this report was submitted; therefore, annex a code a27 was applied. A supplemental report shall be submitted if additional information becomes available reflecting the appropriate medical device problem annex a code.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had communication issue, which caused messaging services to timeout. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.